Event description:
Acct. Reports "when trying to regulate they couldn't and the medication was going through too fast". States there was no pt injury but the nurses feel there is great potential for injury.